Event description:
It was reported that the run/safe labeling was discovered to be illegible during a routine equipment evaluation at the user facility, by a manufacturer's service technician. The run/safe labeling being illegible creates a potential for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the run/safe labeling was discovered to be illegible during a routine equipment evaluation at the user facility, by a manufacturer's service technician. The run/safe labeling being illegible creates a potential for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Date of manufacture corrected. The handswitch is not a repairable device and will not be returned to the user facility.